Manufacturer narrative:
Philips has investigated this complaint. The device use of the system is unknown; however, no patient or user harm was reported. As log files from the date of occurrence were not available, philips was unable to perform any further investigation. To gather more information about the reported event, philips reviewed the device¿s service history for the past three years and confirmed that this is the only occurrence of this reported issue, and the problem has not reoccurred. The customer was informed that the system reached the end of support status on december 31, 2024. Philips has made several good-faith efforts towards the hospital to gather further information about the reported event, but the customer has not provided any additional details. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system geometry did not start. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.